Event description:
The customer has reported that the st holster is not activating the cutter move into the 'sample' mode during a breast biopsy. The blue cable is vibrating during the activation. A different holster was used to complete the procedure. There have been no patient consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. Part replaced that was not related to the customer complaint was the safety latch. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.